Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The customer reported complaint was replicated/confirmed. The maryland bipolar forceps instrument was found to have a loose clamping pulley screw on the axis #5. The loose clamping pulley screw resulted in loss of tension of the correlating pitch cable. A visual inspection of the backend found no evidence of a damaged clamping pulley, input disk, or input shaft. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the pitch direction commanded, however a lag or delay in the motion was observed. The probable root cause of the loose clamping pulley screw is attributed to the component failure. The probable root cause of the imprecise motion issue is attributed to the primary failure of instrument loose clamping pulley screw. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could ""slip"" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. The probable root cause of the imprecise motion issue is attributed to the primary failure of instrument loose clamping pulley screw. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon's head was inside surgeon console¿s high resolution stereo viewer. The maryland bipolar forceps instrument moved by itself. The movement was greater than expected. The instrument moved into the intended direction. The customer did not experience any lag or friction. There was no interference or collision.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted when the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument moved with non-intuitive motion. The procedure was completed with no reported injury.